Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
This report was received via a medwatch report. It was reported that while attempting to insert the arterial line in a critically ill patient, post cardiac arrest patient, the doctor tried to gently advance the wire and met resistance. The doctor then tried to pull the wire back out and also met resistance. The only option was to remove the wire and needle together. When the entire apparatus was removed from the patient, the doctor found that the wire had actually started to split into two threads. The entire kit was discarded. Additional information received from the hospital on (B)(6) 2013 states that the original insertion site was a radial site. When the wire split, a new kit was opened and a femoral site was completed without further problem. No harm to the patient other than a delay in the ability to monitor a very critically ill, post cardiac arrest patient. No adverse outcome to the patient related to this event.